Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The iipv was also duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to use error, the tidal uf removal being set too low. The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a call pd nurse/high drain 104 alarm, which occurred on the homechoice (hc) during use. The patient stated she had a call pd nurse/high drain 104 alarm when she turned the hc on that night. The patient stated they called their peritoneal dialysis (pd) registered nurse (rn) and were told by the pdrn to call baxter. The patient stated she quit her therapy the previous night due to vomiting, stomach bloating, swollen stomach, and pain. The patient did not have the therapy numbers from the previous night. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance contacted the pdrn on (B)(4) 2011, regarding the reported high drain 104 alarm and the reported symptoms. The pdrn stated she was aware of the alarm and that the patient has experienced vomiting, stomach bloating, swollen stomach, and pain. The pdrn stated the issue had since been resolved. The pdrn stated after the patient received the new machine everything has been going fine. The pdrn stated the patient has not reported any other symptoms or drain volumes that meet iipv criteria. There was no patient injury or medical intervention associated with this event. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to use error, the tidal uf removal being set too low, and insufficient drain due to false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.